Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, at nominal pressure the balloon burst at 6 atmospheres. The procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that this complaint was mistakenly reported by a new employee at the dealership and it was immediately deleted from the system.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 7.00mm /2.0cm /90cm peripheral cutting balloon was selected for use. During the procedure, at nominal pressure the balloon burst at 6 atmospheres. The procedure was completed with a different device. There were no patient complications as a result of this event.